Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said she got the message of por on sunday. Patient called the doctor and she said to call manufacturer. The patient was asked if she has had any medical procedures. Patient said she had problems with her heart in december, but last week she communicated with the pp and it was fine. No symptoms/patient complications reported. No further patient complications are anticipated or expected as a result of this event.